Event description:
Evita xl ventilator began emitting a high pitched noise. The monitor went blank, the vent was plugged into a red functional plug. There was no adverse effect. Equipment was immediately replaced.